Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, the setscrew was unable to secure the lead. The port plug was fixated with silicone glue to resolve the issue. The device remains implanted. There were no consequences to the patient.